Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx pro laa closure device was implanted. The patient was discharged. At the routine 45-day follow-up, imaging revealed a thrombus on the face of the closure device. The patient was put on anticoagulation medication (warfarin) and a reimage will be completed in a few weeks. There has been no known harm to the patient.